Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for performing pump reset, completed reset with guidance, confirmed that error did not reappear, and was advised to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.